Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that in the afternoon of june 2 to the military patients placed in the PICC, placed after the completion of the link extension tube without clicking sound, the placement of the teacher pulled on the disconnect link, and then replaced with a spare extension tube, to complete the placement of the tube. No other information was provided.

Event description:
It was reported that in the afternoon of june 2 to the military patients placed in the PICC, placed after the completion of the link extension tube without clicking sound, the placement of the teacher pulled on the disconnect link, and then replaced with a spare extension tube, to complete the placement of the tube. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembling a two-piece connector is inconclusive due to the state of the returned sample. Two photographs of a groshong nxt were returned for evaluation. An initial visual observation of the photographs showed the two pieces of the groshong nxt connector. No use residue, damage, or defect could be seen on the sample in the returned photographs. Inspection of the returned photographs was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.